Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion sets fell off during use events on 02-may-2024, 13-may-2024, 17-may-2024, 21-may-2024, 26-may-2024, 30-may-2024, and 05-june-2024. Infusion set has been used for few hours. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.